Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was defective. The procedure was completed. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.520¿ from the base. The broken piece of the blade was not returned. Additionally, further investigation found the instrument teflon pad detached and the detached piece of the teflon pad was not returned with the instrument. Both observations are unrelated.